Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 465 (mg/dl). Customer administered a correction bolus to treat their bg level; however, the customer was later hospitalized. While in the hospital, the customer was treated with intravenous insulin. Customer was released on (B)(6) 2016.